Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope drifts side to side even though the brakes are engaged. There was no report of any patient harm. Additional information has been requested. Additional information has been received indicating that multiple microscope's head and neck were drifted before and during separate surgeries. The surgeon could not lean or put any pressure on the microscopes. All the surgeries were completed successfully. There was no patient ham.

Manufacturer narrative:
Corrected information is provided in sections b.2 and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. This report "multiple ophthalmic microscope's optic head and neck drifts side to side even though the brakes are engaged during separate surgeries, with no patient harm" does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg. Report num. 2028159-2022-01128. The manufacturer internal reference number is: (B)(4).